Event description:
Patient reported left side capsular contracture, baker grade unknown. Healthcare professional later reported "capsular contracture baker grade IV". Patient later reported "pain, and breast deformity". This record is for the left side. The device has been explanted.

Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2019-04009. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. Device evaluation: the device related to the reported event of capsular contracture, visibility/ palpability and pain was received on july 10, 2019 with lot number 2926284. Analysis of the returned device identified; the weight the device within specification, creases fold and deformation. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.